Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp solution set had an active bleeding at the patient¿s PICC triple y site (precise source is unclear), as well as lipid and blood blackflow. The IV line reportedly cracked at the filter the preivous night, resulting in bleeding while the line was open; the ketamine pump was replaced at that time, and no further issues occurred when the filter was not in use. Line caps were changed at 04:00 during blood culture collection without prior concerns. The patient was later found "soaked in blood", prompting disposal of the tpn and initiation of new infusions. The PICC itself appeared structurally intact, and no pump alarms occurred; the duration of time the patient was without analgesia is unknown. The following day, therapy was initiated using a spectrum iq infusion pump. A 1.2 micron filter was added to one limb of the triple y due to compatibility concerns between ketamine and amino acids. Immediately after filter placement, lipids were observed backflowing into the ketamine syringe line, and blood was backflowing from the red lumen; however, both lines flushed easily and remained patent. The spectrump pump was subsequently changed, after which flow normalized. It was noted "amino acids and lipids were taken down due to contamination concerns, and all lines were replaced". No additional information is available.

Manufacturer narrative:
Additional information was added to h6. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.